Event description:
It was reported the er220 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clip dropped, but did not fall into the pt. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. H6: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. It should be noted that if the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly.